Event description:
Complainant alleged that during biomed testing, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll represnetative performed an on site evaluation of the device. The customer's report was verified. The lcd display was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.